Manufacturer narrative:
Section d4: lot number was not provided, and expiration date cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via review of the submitted log file. The log file contained information spanning approximately 13 days (B)(6) 2025 per timestamp). Abnormal power cable disconnect, low power hazard, and no external power alarms were observed between 15:49:08 and 15:49:15 on (B)(6) 2025 while the controller was connected to the mpu. The sequence of events appears to be consistent with a loss of ac power to the mobile power unit. The abnormal alarms cleared when external power appeared to be restored to the system. While external power was lost, the backup battery activated as intended and the pump maintained a speed within the expected range. The mobile power unit (serial number: (B)(6) has not been returned to abbott for evaluation. The root cause of the observed alarms appears to be consistent with a loss of ac power to the mpu; however, a further root cause cannot be conclusively determined. The device history records were reviewed for the mpu (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (including no external power) and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The controller leads being disconnected simultaneously could not be confirmed by the customer. The mpu had a v-lock connector on the alternating current (ac) power cord. It was unknown if the ac power cord came loose at the wall outlet or from the back of the unit. It was unknown if there were any environmental circumstances that would have affected ac power at the time of the event. The mpu was not removed or exchanged from service.

Event description:
It was reported that log files were sent for review. The log file contained 2 loss of external power events. The event on 08feb25 occurred while connected to the mobile power unit (mpu). The low voltage hazard events seen were the result of the slow discharge of the mpu capacitors when they suddenly lose power. The system controller switched appropriately to the emergency backup battery (ebb) when external power was lost. No other abnormal controller alarms or pump faults were seen in the log. The pump appeared to be operating as intended. Patient support was ongoing.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.